Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured june 22, 2015 to june 23, 2015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a loose coiled cap. There was no patient involvement. No additional information is available.